Manufacturer narrative:
Visual examination of the returned device identified signs of use (gouges, impact marks) and confirms that the device is fractured with all pieces returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to the five plus (5+) years of use in the field and the normal wear associated with it. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified signs of use. The corner of the impactor pad has fractured, with the fractured part visible in the picture. No device has been returned therefore no further analysis can be made. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. Reported event was confirmed by review of provided photographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). G2 foreign source: canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The hospital this occurred at was: (B)(6).

Event description:
It was reported that the impactor pad fractured during use as part of a knee procedure. No adverse events have been reported as a result of the malfunction.